Event description:
Customer reported an unexpected negative reaction when testing a sample with a known anti-k using capture-r ready-screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of instrument images:crrs 3:well 1 -(0) visually neg- well 2 (0) visually negative well 3 (0) slight diffuse button- visually positive well 4 (4+) control optimal- phenotype well 1 k-k+ well 2 k-k+ well 3 k+k+. Capture-r ready ID; same vial of indicator red blood cells used. Well 1 (0) k-k+ well 2 (2+) k+k+ well 3 (0) k-k+ well 4 (0) k-k+ well 5 (2+) k+k+ well 6 (0) k-k+ well 7 (0) k-k+ well 8 (1+) k+k+ well 9 (0) k-k+ well 10 (0) k-k+ well 11 (0) k-k+ well 12 (0) k-k+ well 13 (0) k-k+ well 14 (0) k-k+ well 15 (4+) well 16 (0)- agree with all echo images, controls in range. Repeat testing with crrs 3well 1 (0) well 2 (0) well 3 (?) Well 4 (4+).- agree with all echo images, would grade well 3 as 1+.well 3 for both the initial and repeat testing with crrs 3 visally appears positive. This issue was communicated to customers in cc 09-042-02 on november 25, 2009. The level of the titer of anti-k appears to be low. Cannot rule out nature of the sample as a contributing factor.